Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 50 events for the failure: overheating of device. - 38 events had problem identified during non-clinical procedure; there was no patient involvement. - 5 events had no health consequences or impact. - 6 events had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had minor injury/illness/impairment.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 50 events were reported for this quarter. Product return status: 49 devices were evaluated based on historical data analysis. 1 device was received. Evaluation findings (results/components): 49 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 27 devices: scrapped by stryker. 23 devices: product not received. Additional information: 50 devices were not labeled for single-use. 50 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99196. Supplemental rationale corrected data: b5, h1, h6, h11 50 events were originally reported for this failure mode during the reporting quarter; however, - 3 events were inadvertently excluded. - 53 reported events are included in this follow-up record. Product return status 52 devices were evaluated based on historical data analysis. 1 device was received. Evaluation findings (results/components): 52 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 30 devices: scrapped by stryker. 23 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 53 events for the failure: overheating of device. - 41 events had problem identified during non-clinical procedure; there was no patient involvement. - 5 events had no health consequences or impact. - 6 events had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had minor injury/illness/impairment.